Event description:
It was reported that sheath fluid leaked outside of the instrument with a bd lsrfortessa¿ so. The following information was provided by the initial reporter: stated that the leak was not contained in the instrument and that it was in a customer accessible location. He stated the fluid that leaked was facsflow and waste. Verified system is aspirating sample. Verified prime does produce bubbles in the sample tube. Verified they do not hear the dcm pump come on.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00007 was sent in error. It was discovered that the waste that leaked was mixed with bleach. This is not considered to be a reportable malfunction.

Manufacturer narrative:
Based on information provided by customer on 2020-04-27, this complaint is MDR reportable. Waste fluid without bleach and not contained in instrument could lead to a serious injury, as this may result in contact of user or other persons skin, mucous membranes, and eyes. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sheath fluid leaked outside of the instrument with a bd lsrfortessa¿ so. The following information was provided by the initial reporter: stated that the leak was not contained in the instrument and that it was in a customer accessible location. He stated the fluid that leaked was facsflow and waste. Verified system is aspirating sample. Verified prime does produce bubbles in the sample tube. Verified they do not hear the dcm pump come on.